Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging 192-300 mg/dl. During troubleshooting with tandem technical support small air gaps were observed in the tubing. The air gaps were removed and customer continued to use the pump for insulin therapy.